Manufacturer narrative:
Evaluation conclusion: the device has been repaired and returned to the manufacturer's stock.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would continue to run-on intermittently after the foot pedal was raised. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would continue to run-on intermittently after the foot pedal was raised. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.